Manufacturer narrative:
(B)(4). It was reported that a signal noise like a high frequency pacing occurred on both the carto and the lab when the smart touch catheter was connected. The physician felt resistance more than usual when the catheter was connected to the cable. The cable was reconnected but the resistance came again. The contact force value was displayed hi when zeroing was conducted several times. The cable was changed but the issue continued. The issue was resolved by changing the catheter another one. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was connected to a known good cable and no malfunctions or resistance was observed. The catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. However the catheter failed while testing catheter force feature. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue has been verified. A corrective action was created to address a potential pcb issues/intermittency.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Concomitant products were used during this study: lasso circular mapping catheter; carto 3 mapping system. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an afib ablation using smarttouch thermocool catheter. During the procedure, a noise appeared on the EKG monitors that had a wave pattern reminiscent of a high frequency pacing signal. Noise was seen on both the lab and the carto. It's unknown whether there was other EKG signal available for physician to monitor the patient's heart rhythm (such as defibrillator, anesthesia monitor, etc). Multiple attempts were done to clarify the event, but no additional information was given. It was also reported that MDR non-reportable connector issue and force issue occurred during procedure. Bwi takes conservative approach to report this event because lack of continuous monitoring of a patient's heart rhythms increases risk to patient.